Event description:
Attempted to remove foley catheter. Balloon would not deflate, cut foley in half to get water out. Balloon remained inflated. Physician called urology. Team worked with foley. Md's could not deflate balloon. Md's forced foley out with balloon intact causing bleeding to pt. Kendall notified on 02/28/01.